Manufacturer narrative:
We received the following: one opened/used simplera sensor, one simplera serter returned. Inspected the sensor flex any physical damage and found the flex to be severed. Then performed a visual inspection of the sensor, took away the adhesive patch from the sensor to inspect for debris, physical and moisture damage and none was found. Checked the transmitter casing for any physical/cosmetic damage and none were found. Then, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/cap-tyrek), and found the inside of the serter cap slightly dented. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.2a) (lockout category= app applicable). Lost sensor alarm was not noted in the traces. Unit was able to download trace and termination result. In conclusion: the customer complaint communication, and of loss sensor alert was not confirmed. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this (sensor flex damage, damage tyrek cap) happened. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported loss of communication between mobile and transmitter. The customer reported no adverse event. The event involved product(s) mmt-5100clx, mmt-8400. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return for mmt-5100clx is expected and the customer response was the device will be returned. Product return is not applicable for mmt-8400.